Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient presented with sudden onset of chest pain and shortness of breath. It was reported that during a procedure an attempt was made to use one onyx frontier coronary drug eluting stent to treat lesions in the left anterior descending artery (lad) and distal rca and stent dislodgement occurred. It was detailed that the stent was missing and the physician tried a wire technique to find and remove the stent. The stent floated to the proximal right coronary artery (rca) and due to multiple wires used during the procedure a spiral coronary dissection occurred. The stent was abandoned. The patient ended up having 6 stents implanted in the whole rca. A false lumen was intentionally stented up to the mid vessel where it was possible to re enter into the true lumen and connect true lumen to true lumen distally. The spiral dissection did result in loss of an acute marginal lateral branch, which resulted in some likely chest discomfort and abnormal EKG. No further patient injury occurred.

Manufacturer narrative:
Additional information: event date updated. Section a. Patient information updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.